Manufacturer narrative:
The patient is (B)(6). An event regarding difficulty seating a reverse shoulder baseplate and center screw was reported. The event was not confirmed. Method & results: -device evaluation and results: not preformed as no products were provided for inspection. -medical records received and evaluation: not preformed as patient medical records were not provided for review. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because no device was provided for inspection and no patient medical records were provided for review.

Event description:
When inserting the baseplate with the 6.5 center screw, the surgeon was not able to compress the baseplate to the glenoid. We tried multiple times to get the baseplate to compress with no success. The surgeon chose to use a competitor's system and completed the case without any delay to the surgery or harm to patient.

Event description:
When inserting the baseplate with the 6.5 center screw, the surgeon was not able to compress the baseplate to the glenoid. We tried multiple times to get the baseplate to compress with no success. The surgeon chose to use a competitor's system and completed the case without any delay to the surgery or harm to patient.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.